Event description:
Additional information received reported paralysis. The reporter stated that the patient no longer had a device and was not a candidate for the device in the future. It was noted that symptoms included loss of reflexes in the lower extremities. The reporter stated that the symptoms occurred following lead replacement. It was reported that when the patient woke up in the recovery room after revision surgery she had no use of her lower limbs and the health care provider took her back into surgery and removed the whole system. The reporter stated that the patient was released from a rehabilitation center on (B)(6) 2012 and would continue rehab for "months ongoing." It was noted that the patient was in the hospital for five days after the surgery before going to the rehab center. It was reported that the patient "had no idea what had happened" and that her health care providers were "very vague" on why this occurred. The reporter stated that "obviously something went on near the spinal cord and it received some damage" and hopefully it would clear up but it would "take months." A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient still had weakness in her legs, but was able to walk with assistance.

Manufacturer narrative:
Product ID neu_siliconeanchor, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead, lot #va013tp014, found the body cut through and segmented with no significant anomaly. Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the anchor found no anomaly.

Event description:
It was reported the patient's percutaneous lead was explanted and replaced with a surgical paddle lead. The lead explant went well, but it was noted when the surgical lead was placed the patient had a lot of scar tissue. When the patient was awoken from general anesthesia post-operation she complained of lower abdominal/groin pain and weakness in her legs. The physician ordered for the patient to receive a steroid dosing and she waited approximately an hour for the full effect. There was not enough of an improvement so the physician decided to explant the entire system. An MRI was performed post-explant which revealed a spinal cord contusion; it was though the contusion may have occurred when the physician was stripping the scar tissue. The patient was recovering in the hospital. Additional information received approximately a week later reported the patient's legs remained weak. It was also noted the patient's implantable neurostimulator (ins) was not turned on after implant.